Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged during the implant procedure and was replaced. The lead pulled back after slitting and exhibited high threshold values. No patient complications have been reported as a result of this event.